Event description:
Medtronic received information that during the implant procedure, with a very tortuous descending aorta and a seivers type 1 native bicuspid valve, the initial transcatheter valve was implanted. A second valve was subsequently implanted. The reason for the additional valve was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure, with a very tortuous descending aorta and a seivers type 1 native bicuspid valve, the initial transcatheter valve was implanted. A second valve was subsequently implanted. The reason for the additional valve was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(6), ubd: 19-oct-2023, UDI#: (B)(4). Return status: not returned additional information was received that clarified the previously reported trace aortic insufficiency was a paravalvular leak (pvl). The post dilation with the first valve was standard procedure for this physician to obtain better valve sealing. Additionally, following the successful implant of the second transcatheter valve, active valve, (B)(6) an ascending aortic dissection was identified. This required emergent intervention to repair the dissection. In addition, the two transcatheter valves were explanted and a surgical bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported. Updated data: b2, d6b, h6 annex e, device, method, annex f and annex g codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received indicating that following the implant of the of this 26 millimeter (mm) valve (d700869), trace aortic insufficiency was observed. A post-implant balloon aortic valvuloplasty (bav) was performed and following the bav, the valve dislodged. It was reported that the balloon, which was sized appropriately, may have caused the valve to dislodge upon retrieval. A decision was made to choose a larger valve size. A 29mm valve was subsequently implanted. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.